Event description:
Reportedly, a fast decrease of the battery voltage was observed on the battery curve. Drops were also noted on the curve. The estimated residual longevity is 10 to 15 years, with a battery voltage at 3.04v. Based on the decline of the curve, it could be assumed that the effective longevity will rather be 6 or 7 years. Besides, three charges occurred between january 2017 and june 2018 and were not recorded in the device memory.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a fast decrease of the battery voltage was observed on the battery curve. Drops were also noted on the curve. The estimated residual longevity is 10 to 15 years, with a battery voltage at 3.04v. Based on the decline of the curve, it could be assumed that the effective longevity will rather be 6 or 7 years. Besides, three charges occurred between (B)(6) 2017 and (B)(6) 2018 and were not recorded in the device memory.

Manufacturer narrative:
Preliminary analysis results revealed that no anomaly is suspected on the battery curve and on the displayed residual longevity.

Event description:
Reportedly, a fast decrease of the battery voltage was observed on the battery curve. Drops were also noted on the curve. The estimated residual longevity is 10 to 15 years, with a battery voltage at 3.04v. Based on the decline of the curve, it could be assumed that the effective longevity will rather be 6 or 7 years. Besides, three charges occurred between (B)(6) 2017 and (B)(6) 2018 and were not recorded in the device memory.